Manufacturer narrative:
The patient had already completed their lengthening treatment with precice. The nail was removed and the patient was implanted with a solid nail, without incident. No negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
A representative reported that a patient's precice nail was removed after approximately one (1) year of implantation; the device appeared to have allegedly retracted by approximately 2 cm. The patient had already completed their lengthening treatment with precice.